Event description:
It was reported by the customer that prior to a laparoscopic nissen procedure, when they pulled the device from the package, the jaw was broken. Instrument was not used in procedure. Opened a new one to complete to procedure. No pt consequence.